Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: the pump powered on to a hard call service 052 alarm. Moisture damage was found on the internal components of the pump. A leak was identified at the display screen.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a ¿high¿ reading which indicates a blood glucose of over 600 mg/dl. The reporter also stated that the patient had ketones, but did not specify their level. The patient received an insulin injection as treatment. The reporter stated that the patient was off of their pump due to an unrelated malfunction at the time of the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event.